Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. Data was evaluated and the allegation was [not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was [not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.